Event description:
It was reported to boston scientific corporation on august 14, 2019 that spaceoar was implanted during a gold marker and spaceoar placement procedure performed on (B)(6) 2019. Reportedly, gold markers were placed prior to spaceoar implantation. According to the complainant, on (B)(6) 2019 the patient had fever and no appetite. On (B)(6) 2019 the patient was admitted to the hospital due to fever, increased c-reactive protein (crp), and increased white blood cells (wbc). The physician diagnosed the patient with a urinary infection and treated with ceftriaxone sodium drip and cefcapene pivoxil. In the physicians assessment, there was no causal relationship between spaceoar and the patients infection. On (B)(6) 2019 the patients symptoms had improved slightly, and crp and wbc had decreased. Computed tomography (CT) scan and magnetic resonance imaging (MRI) were performed on (B)(6) 2019. An additional CT scan was performed on (B)(6) and MRI was done (B)(6). As of (B)(6) 2019 the patient has recovered from their symptoms.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h10: the complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5 and h6 (patient codes) corrected based on physicians assessment that spaceoar is not the cause of the patients infection.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a gold marker and spaceoar placement procedure performed on (B)(6) 2019. Reportedly, gold markers were placed prior to spaceoar implantation. According to the complainant, on (B)(6) 2019 the patient had fever and no appetite. On (B)(6) 2019 the patient was admitted to the hospital due to fever, increased c-reactive protein (crp), and increased white blood cells (wbc). The physician diagnosed the patient with a urinary infection and treated with ceftriaxone sodium drip and cefcapene pivoxil. On (B)(6) 2019 the patients symptoms had improved slightly, and crp and wbc had decreased. Computed tomography (CT) scan and magnetic resonance imaging (MRI) were performed on (B)(6) 2019. An additional CT scan was performed on (B)(6) and MRI was done (B)(6). As of (B)(6) 2019 the patient has recovered from their symptoms.